Event description:
It was reported that during a rotator cuff repair procedure using a clearcut suture cutter, the suture cutter was determined to be too dull and the surgeon opted to complete the procedure using a competitive device. There were no delays or patient complications reported as a result of this event.